Event description:
The customer stated that he went to his doctor's office to be treated for diabetic ketoacidosis. The reported blood glucose reading was 292 mg/dl. Troubleshooting was performed. The prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing, it was concluded that the device operated within specifications.